Manufacturer narrative:
Result of investigation: the vyaire failure analysis laboratory received the suspect component and performed a failure investigation. The reported complaint was not confirmed or duplicated. The unit passed all testing procedures, operated with no alarm conditions.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). The equipment was received in vyaire medical facility and the service technician verified the reported problem. The service technician powered on the ventilatot and the display panel would intermittently light up the leds improperly. Applied pressure to the display panel and agitated the connection and duplicated the reported problem. The service technician replaced the main board with a known good one and passed. It was determined that the root cause is the jp502 connector on the main board. The component will be sent to vyaire failure analysis laboratory for further investigation. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the revel has a malfunctioning screen. At this time, there is no information regarding patient involvement associated with the reported event.